Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed without failures. The cycler weighted fill volumes were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the test treatments. The cycler underwent and passed a system air leak test and valve actuation test. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. Staphylococcus aureus is part of normal skin flora of humans and often causes peritonitis from touch contamination or as a secondary infection from pd catheter exit site or tunneled infections. Therefore, the patient¿s peritonitis is most likely associated with cross contamination of staphylococcus aureus from the patient¿s pd catheter exit site wound, as reported by the pdrn. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. Upon follow up, the pdrn stated the patient was diagnosed with peritonitis (signs and symptoms unknown) and is being transitioned the hemodialysis (hd) therapy. The pdrn stated that the patient was not hospitalized for the infection. The cause of the patient¿s peritonitis was believed to be a wound near the catheter (not a fresenius product) exit site. The patient¿s culture results were positive for peritonitis (staphylococcus aureus); however, the date of the culture was unknown. The patient was prescribed and treated with vancomycin (route, course, and dose unknown). It is unknown if the patient¿s peritonitis resolved. It is unknown if the patient missed any treatments during the reported event or if any fresenius device(s) or product(s) were utilized. Additional details surrounding the patient¿s treatment course and condition were requested; however, not provided.